Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10-medical product unknown persona articular surface unknown persona tibial tray. G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
It was reported that a patient was revised due to an unknown reason. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the femoral component as the reported issue is related to a revision of the articular surface due to suspected infection. Please void previous report regarding the femoral component.

Manufacturer narrative:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the femoral component as the reported issue is related to a revision of the articular surface due to suspected infection. Please void previous report regarding the femoral component.